Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible deposits in the inlet spout and a deformation of the progav outer housing were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates within the permissible tolerance in the horizontal position. The shuntassistant operates not within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were visible in both valves. Results: based on our investigation results, we can determine an accelerated outflow in the shuntassistant. The determined deposits can be named as the cause for the accelerated outflow. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. Furthermore, a deformation of the progav housing was detected. The deformation did not affect the technical properties at the time of the investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav shuntsystem (#fv413t) was implanted. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.